Manufacturer narrative:
Cmpl- (B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm, which is off-label usage of the device, on (B)(6) 2024. Date of event is an approximation. It was indicated that the patient used multiple bg meters throughout the same sensor session, which is misuse of the device. The patient experienced inaccurate cgm values 1 day after the sensor was inserted in the arm. On (B)(6) 2024, the patient experienced nausea and had a panic attack, she could not sleep. At that time, the cgm reading was 92 mg/dl and the bg reading was checked showing 219 mg/dl. The mother took her to the hospital at 8:30 am, there she was treated with IV fluids and ¿morphine drip¿ (no documentation was provided why morphine was administered). The patient was discharged at 1 pm the same day. At the time of the report the patient was good. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Event description:
Subsequent to the initial MDR, a correction was updated on 4/4/2024. It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm, which is off-label usage of the device, on 04/01/2024. Date of event is an approximation. It was indicated that the patient used multiple bg meters throughout the same sensor session, which is misuse of the device. The patient experienced inaccurate cgm values 1 day after the sensor was inserted in the arm. On (B)(6) 2024, the patient experienced nausea and had a panic attack, she could not sleep. At that time, the cgm reading was 219 mg/dl and the bg reading was checked showing 92 mg/dl. The mother took her to the hospital at 8:30 am, there she was treated with IV fluids and ¿morphine drip¿ (no documentation was provided why morphine was administered). The patient was discharged at 1 pm the same day. At the time of the report the patient was good. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).